Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens but the lens would not advance in the cartridge. There was no patient contact.

Manufacturer narrative:
No lens returned to unit carton.